Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes, customer found foreign matter present in the inner wall of collection tube. They also noted some contents have air bubbles. This event occurred 7 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter and gel air bubbles was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was observed in the customer samples only. Gel air bubbles were not observed in customer samples or retention samples. Complaints for sample quality are under statistical control for the month of november 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. This complaint has not been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes, customer found foreign matter present in the inner wall of collection tube. They also noted some contents have air bubbles. This event occurred 7 times. There was no report of impact to patient or user.